Event description:
It was reported that the tubing of a light sensitive drug set disconnected during infusion causing a leak. This occurred during use. There was patient involvement; however, there was no report of patient injury or medical intervention. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The actual sample was returned for evaluation. Visual inspection of the device revealed the tubing part was under inserted and separated from the bushing part. Both parts were tested for dimension and conformed to product specification. The cause of this issue could not be determined.

Manufacturer narrative:
(B)(4). The device is available for evaluation; however, it has not yet been received by baxter. If any additional relevant information becomes available, a supplemental report will be submitted.